Manufacturer narrative:
H2: correction in b5 for inaccuracy amount. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The inaccuracy amount was 10mm.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001 , serial/lot #: (B)(6) is applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for an electrode and probe placement procedure. It was reported that site used the original scan to mark entry point but then the image acquisition system(ias) stopped working. So they used a new ias to continue. The inaccuracy was discovered after the new ias was in place. Seems like the original entry point was innate. Ias and fess frame was used to navigate and mark skull with cranial plating screw. Ias was then going to be used to take a scan of the skull with the screw in place to check accuracy however, the ias kept initializing and would not scan. So we had to remove the ias and bring in a second ias. This "had occurred" pre operatively. There was a reported delay of less than 1 hour and no reported impact to patient outcome.

Manufacturer narrative:
(H3,h6): no parts have been received by manufacturer for evaluation. B17, c20, d15 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.